Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin broke during centrifuge. The following information was provided by the initial reporter. Customer states tubes broke during centrifugation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 362753 lot/batch #: 2299025 bd had not received samples or photos for investigation. Therefore, 59 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin broke during centrifuge. The following information was provided by the initial reporter: customer states tubes broke during centrifugation